Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.

Event description:
Attorney reported: 2004 - pt was implanted with a bard ventralex to the umbilical area to repair a ventral hernia. After implantation, the ventralex mesh extruded into the pts abdominal cavity and threatened to cause bowel obstruction or perforation. This perilous condition was discovered during a laparoscopic cholecystectomy procedure in early 2008 which revealed the extrusion of the mesh. On the following month - the ventralex mesh was explanted in several pieces with great difficulty. The extruded mesh had eroded the pt's stomach muscles, requiring a much larger replacement mesh. Pt suffered severely during recovery from the ventralex explantation. Pt required a foley catheter to urinate, his abdominal area was engulfed with a great seroma, and the serous fluid settled into his scrotum causing excruciating pain for weeks. The serous fluid pressure in the pt's scrotum caused two further hernias which has been diagnosed as needing surgical repair. On info and belief, the ventralex mesh ring broke and/or it's dual mesh construction delaminated, causing extrusion into the abdominal cavity.